Event description:
It was reported that pt underwent left knee revision procedure in 2008. Upon entering the knee, moderately advanced metallosis with darkening of the synovium was present in the suprapatellar pouch and lateral recesses and extensive synovectomy was performed. Polyethylene tibial bearing and patella button components were replaced.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event.